Event description:
It was reported that an 840 ventilator shuts down while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the graphical user interface (gui) printed circuit board (pcb), and customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.